Manufacturer narrative:
The impella cp is expected to be returned. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
'The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis on the day of insertion. Suction occurred due to volume loss and hemolysis was observed; however, it improved the next day by lowering the infusion load and auxiliary level. On (B)(6) 2021, the patient again showed signs of hemolysis. Hemolysis was analyzed by urine color and lactate dehydrogenase levels. The patient was administered haptoglobin and hchdf was added. The physician stated that impella was likely to be pulled out due to patient anatomy. No further information was provided.